Event description:
It was reported that this pacemaker system exhibited jumpy pacing impedance measurements on both right ventricular (rv) and right atrial (ra) leads. These measurements ranged from 400 ohms to 1100 ohms, which remained within normal limits. Technical services (ts) analyzed device episode data and found that there was oversensing of noise on both lead channels as well. This system was evaluated in office and reprogrammed to unipolar sensing configuration. Both ra and rv leads were not manufactured by boston scientific. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system exhibited jumpy pacing impedance measurements on both right ventricular (rv) and right atrial (ra) leads. These measurements ranged from 400 ohms to 1100 ohms, which remained within normal limits. Technical services (ts) analyzed device episode data and found that there was oversensing of noise on both lead channels as well. This system was evaluated in office and reprogrammed to unipolar sensing configuration. Both ra and rv leads were not manufactured by boston scientific. No adverse patient effects were reported. Currently, this pacemaker system remains in service.